Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced sepsis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause, treatment, and outcome were not reported. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.